Event description:
During the procedure the transend .010"/205 guidewire broke. A retriever-10 was used to attempt to remove it without success. A retriever-18 was also used making it possible to withdraw the distal segment of the guidewire. The procedure was finished successfully without any complication for the patient.